Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in kuwait. On (B)(6) -2024, it was reported that patient faced infusion set cannula bent event. The event occurred on first day of insertion. The infusion set had been used for 1 day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.